Event description:
It was reported that the pt experienced abnormally low blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that the pump was operating when required specifications and delivery accuracy. It was found that the rubber keypad was partially torn, which was not related to this complaint and is not likely to cause an adverse event.